Manufacturer narrative:
Subsequently, the device was returned for post market evalution. Another follow-up report will be submitted at the conclusion of this analysis process.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on the above test results, device was functioning normal and it was within specification. Laboratory analysis was unable to confirm the reported clinical allegation.

Event description:
Boston scientific received information that during the attempted implant of this device, low shock impedance values were continually observed. As a result, the associated boston scientific right ventricular lead was explanted and another rv lead successfully implanted; however, shock impedance values continued to be under 20 ohms. The physician elected to remove the newly implanted device and replace with another bsc device of the same model type. It was at this point, favorable lead measurements were obtained. While no adverse patient effects were reported, both the attempted implant device and the explanted rv lead will be returned for post market evaluations.

Manufacturer narrative:
Following product return, a final report will be submitted.

Event description:
--

Event description:
--